Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated, and desired with the brainlab navigation involved, and the desired diagnostic sample was not retrieved at this surgery, despite according to the surgeon: the surgeries were only to retrieve diagnostic samples, not to remove or treat the lesion. The final outcome after revision surgery was successful as intended, with no change of the already existing craniotomy. There was no (direct or increased) risk to harm a critical structure, e.g. Important brain tissue or blood vessels, due to the biopsy attempts nor the craniotomy. There was no harm or negative effect to the patient due to the initial surgery or its biopsy attempts, neither due to prolong of the initial surgery/anesthesia (of ca. 3h), nor due to the repeat of surgery/anesthesia (of ca. 3h) for the revision surgery. There are further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the actual trajectory applied, compared to the intended trajectory displayed by the navigation, by ca. 1cm anterior observed at the target point, was a combination of the following factors: a registration of the actual patient anatomy to the pre-surgery image set displayed by the navigation, that was not sufficiently accurate for the procedure to be performed due to the following: an insufficient registration point acquisition by the user that did not completely follow brainlab recommendations for surface matching registration. Points were relatively concentrated in one region (at the center of the forehead and nasion), no points were taken around the head or at the region of interest, and no points were taken along the nose or down either side of the nose. A poor distribution and acquisition of registration points can result in a registration match in the navigation software that is not as accurate as desired for the procedure to be performed. As a potential minor contributing factor, the z-touch laser pointer that was used during surface matching registration to acquire points on the patient anatomy, was found by the brainlab representative to have a crack on the tip upon checking the hospital's equipment. This damage of the z-touch, occurred due to long-term use and/or improper handling or use by the customer, could have affected its laser beam to result in less focused and distorted points on the patient anatomy, and thus potentially leading to registration points acquired by the navigation with a small deviation compared to the actual patient's skin surface. These theoretically possible deviations could have to a small extent affected the software's calculation of a sufficiently accurate registration match. - a movement of the patient reference array and/or movement of the patient's head within the head holder during the procedure due to an insufficiently rigid fixation and/or inadvertently applied forces after registration. Movement of the patient reference relative to the patient's head (or vice versa) cannot be compensated by the navigation software and results in a deviation of preoperative patient image set registered and used in navigation compared to the actual patient anatomy. Apparently, the resulting deviation of the navigation display was not detected by the user before applying the biopsy, with the appropriate and necessary accuracy verification of the registration, after draping, and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy for retrieval of a diagnostic sample of a lesion, located ca. 71mm deep in the brain in the left thalamus, with a size of ca. 8-10mm, has been performed with the aid of the brainlab navigation version (B)(4) the pre-operative CT scan used with navigation was acquired 14 days before the surgery, and an MRI scan taken one day later was fused to the CT. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching, acquiring laser registration points using the z-touch on the patient's skin surface to match the display of the navigation to the current patient anatomy, verified the accuracy and accepted the registration to proceed. Determined the entry point with the navigated pointer, marked it on the patient skin, and planned the trajectory with the navigation. Removed the unsterile navigation reference array, draped the patient, and attached a sterile reference array. Confirmed the marked entry point with the pointer, performed the incision, and created the burr hole (craniotomy) with a size of ca. 1cm. Aligned the varioguide to the planned trajectory and performed the biopsy with a navigated biopsy needle through the navigated varioguide. 1 pass for 1 sample was intended. Provided the specimen to pathology, the biopsy sample contained csf, indicating that the intended target was not hit. Since the desired pathological tissue was not retrieved, a second sample with rotating the biopsy needle in the same trajectory was attempted. The further sample was also non-diagnostic and contained csf. Decided to abort the navigated biopsy and the procedure, completed the surgery, and closed the patient. A post-surgery CT scan was taken, from which the surgeon determined that the target the biopsy was taken deviated by ca. 1cm anterior from the intended/planned target point. A revision biopsy surgery was planned for this patient and took place later on the same day. The revision biopsy surgery was performed without brainlab navigation using the same already existing burr hole (craniotomy) with a similar entry point, and the desired diagnostic sample was retrieved from the correct target. According to the surgeon: the surgeries were only to retrieve diagnostic samples, not to remove or treat the lesion. The final outcome after revision surgery was successful as intended, with no change of the already existing craniotomy. There was no (direct or increased) risk to harm a critical structure, e.g. Important brain tissue or blood vessels, due to the biopsy attempts nor the craniotomy. There was no harm or negative effect to the patient due to the initial surgery or its biopsy attempts, neither due to prolong of the initial surgery/anesthesia (of ca. 3h), nor due to the repeat of surgery/anesthesia (of ca. 3h) for the revision surgery. There are further no remedial actions necessary, done, or planned for this patient. There was no prolong of hospitalization either.